Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Customer's blood glucose (bg) level was "high" but value was not provided. A correction bolus was administered to address elevated bg. Reportedly, a new cartridge was loaded to address the issue.